Event description:
Dealer called stating that the right side leg rest release lever allegedly will not allow the leg rest to elevate up or down. Replacement sent on warranty order # (B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model t94he, serial number/date code and age of product are unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.